Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm and insulin pump error alarm. Customer was unable to clear insulin pump error alarm and stuck button alarm. Customer also stated that center was not responding to pressed. Customer stated that insulin pump was exposed to water and cracked on the back of the insulin pump. Customer stated that button did not pressed for three minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2022 the pump alarmed pump error 68 and stuck button after moisture exposure. Complained the battery compartment is cracked. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed low battery alert on (B)(6) 2022 15:11:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the low battery alert was due to moisture damaged to the pcb1 board and pcb2 board. Intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 17:57:51.000 in pump downloaded history. Device passed the keypad voltage test. Verified pump alarmed pump error 68 on (B)(6) 2022 12:30:04.000 in pump downloaded history due to moisture damaged to the pcb1 board and pcb2 board. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The p-cap/reservoir does lock properly. Confirmed low battery alert and pump error 68 was due to moisture damaged to the pcb1 board and pcb2 board. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing and verified insulin pump alarmed stuck button in the pump downloaded history. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Confirmed cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.